Manufacturer narrative:
The customer reported that during ivtm therapy, the bottom cap of the air trap chamber of the start-up kit (suk) (lot # 163685) was completely detached. Therefore, the customer returned the thermogard xp ivtm system (s/n (B)(4)) to zoll for evaluation in case the air trap leak had affected the functionality of the console. During visual inspection performed at zoll, no physical damage was noted on the console. There were traces of saline inside the roller pump and on the base of the air trap holder. During further inspection, no traces of saline solution were detected inside the thermogard console and on the console's circuit boards. The thermogard console passed initial functional testing without any fault or error. The event log review showed no significant discrepancies. The thermogard xp ivtm system passed all further functional tests and functioned as intended, verifying that saline leak from the damaged suk did not affect the functionality of the thermogard console.

Event description:
A patient who was resuscitated from cardiac arrest received ivtm therapy. During the maintenance phase of the treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed an "air trap" alarm, and the customer noted that air was trapped in the air trap chamber. The customer re-primed the system, the "air trap" alarm was cleared, and treatment was resumed with the same console. After a few minutes, the "air trap" alarm happened again. The customer noticed that the floor was wet, and the 500-ml saline bag was empty. Upon inspection, the customer discovered that the bottom cap of the air trap chamber of the start-up kit (suk) (lot # 163685) had become completely detached. The ivtm therapy was temporarily paused until the zoll sales representative provided another thermogard console to the customer to resume the treatment. Meanwhile, the patient's body temperature was maintained at 34 °c degrees using a blanket. The second thermogard console was used to complete treatment. The customer requested to send the first thermogard console to zoll for inspection in case the air trap leak affected the functionality of the console. No consequences or impact to the patient.